Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not identify any anomaly. The tip was in good condition. During analysis of the connector with the microscope, no light was passing through the connector, indicative of an internal connector fracture. No aiming beam was detected in the functional testing performed. Based on all the available information, boston scientific concludes that the reported event was confirmed. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that during a transurethral holmium laser enucleation of prostate procedure, this was the first time use of the fiber, and the fiber burst outside the patient. Reportedly, the issue occurred at the time of introduction. It was noted that there was no physical break of the fiber. The fiber was replaced, and the procedure was completed with another of the same device. There were no patient complications reported. Analysis of the returned fiber identified a connector internal fracture.